Event description:
Head nurse reported while withdrawing the syringe after injection, needle stayed in pt's arm. X-ray was performed and the needle was removed surgically.

Manufacturer narrative:
Customer was unable to give specific lot number for the device involved in the complaint file. Eval summary: customer returned (1) 1 cc syringe without the shield or plunger cap. The returned syringe was examined and exhibited a broken end of the cannula. The broken end of the cannula was also returned by the customer and was observed to be bent. Microscopic examination of the returned sample revealed characteristics such as residual bends on the broken hub end as well as on the free end, cracked adhesive and tubing ovality on the hub end and on the free end (deformation from the normally circular cross section). When viewed together, these are all indicators of bending/re-straightening mode of failure. Removal of some of the adhesive made this observation more apparent.